Event description:
It was reported that deflation slow occurred. The target lesion was located in the carotid artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was used for dilatation but it was slow to deflate. The procedure was completed. No complications were reported and the patient was in good condition. It was further reported that the lesion was 80% stenosed and severely tortuous. The device was simply removed from the patients body in a deflated state.

Event description:
It was reported that slow deflation occurred. The target lesion was located in the carotid artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was used for dilatation but it was slow to deflate. The procedure was completed. No complications were reported and the patient was in good condition.